Event description:
A us distributor reported that a patient was experiencing adjust belt messages and alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and alarm messages) was isolated to the electrode belt's j704 component dn pca board. The root cause for the broken j704 component was physical abuse. There was no adverse event that resulted from the damaged belt.